Event description:
Reporter alleged having higher readings and there was a discrepant comparison to the customer's meter versus a lab. Customer stated the meter read 375 & 390 mg/dl, compared to a lab result of 125 mg/dl when testing was performed within 5 minutes. As a result of the comparison, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.